Event description:
It was being reported under the unknown circumstances that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "screen" which has a "white line going up/down". No patient involved.

Manufacturer narrative:
The customer had declined the quoted repair for this unit and the customer had further advised that the device should be removed from the service due to the purchase of a new cardiosave unit. H3 other text: repair declined by customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.